Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with two 350cc mentor memorygel breast implant prostheses and experienced left-sided rupture and right-sided cutaneous contour deformity postoperatively. The patient felt something different about her right breast and consulted with a healthcare professional. MRI performed on (B)(6) 2022 indicated left-sided rupture and a fold on her right implant. As a result, the patient underwent bilateral removal and replacement with two 285cc mentor memorygel breast implant prostheses (catalog #:shpx285, right serial (B)(4), left serial (B)(4) on (B)(6) 2022. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-mar-2022, the suspected medical device was returned for evaluation. On 13-apr-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed a crease/fold on the posterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leakage. Although no rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).